Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h1; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign: australia. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip replacement. Subsequently, the patient was revised approximately 1 (one) month later due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.